Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of a dryness channel between the heparin line and the red ¿t¿ connector. Further functional testing revealed air bubbles coming between the heparin line and the red ¿t¿ connector. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination and functional testing of the returned bloodline revealed the presence of a leak between the heparin line and the red ¿t¿ connector. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The clinical manager at the user facility reported that a blood leak occurred approximately 1 hour after the patent¿s hemodialysis (hd) treatment was initiated. Blood was visible leaking from the segment of bloodline tubing that comes into direct contact with the blood pump. The blood within the extracorporeal circuit was returned to the patient. The patient¿s estimated blood loss (ebl) was noted as being approximately 15 milliliters (ml). No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient did not complete their hd therapy as a result of this event. A fresenius dialyzer was in use during the hd therapy. A fresenius 2008t hd machine was in use during the event. No machine alarm was generated prior to the event. No damage or defects were visible to the bloodline or its packaging. The bloodline was returned to the manufacturer for evaluation.